Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to recurrent dislocations. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00875705201 lot# 65702777 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners. Cat# 00625006530 lot# j7393439 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00811400100 lot# 65632785 femoral stem 12/14 neck taper standard offset size 1 130 mm stem length. G2: foreign: united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified head was returned seated on the femoral stem. Outer spherical surface shows scratches. No other damage was noted. Product identifiers for spherical diameter and overall height were measured and in specification. Dimensions taken noted on print. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.